Event description:
The pt underwent a ble angiogram, and attempted revascularization on (B)(6) 2016. During the procedure, the turnpike spiral tip separated from the catheter body. An attempt was made to retrieve the catheter tip from the pt. The tip was retained in portion of anatomy that was not well vascularized.